Event description:
It was reported that the implants were removed due to infection . Discomfort was reported as a result of the event. Patient would have to return to place new implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Pre-market identification k011028 and k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the associated subject lot numbers 1246284 & 62116592. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa sterilization record review was performed for the associated lot numbers 1246284 and 62116592 and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1246284 for similar events and no other complaint was identified. Complaint history review was performed for the reported lot number 62116592 for similar events and 1 other relevant complaint was identified.

Event description:
No further event information is available at the time of this report.